Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient has adhesive issues on (B)(6) 2026. The infusion set fell off and did not adhere at the insertion site because of sweating. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.